Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer's loaner pump was making a motor noise during bolus delivery. It was also reported that screen display blinks and flashes when awaiting bolus delivery. It was reported that customer will check with insurance regarding replacement of insulin pump as customer does not want another loaner pump.